Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2016, that on (B)(6) 2016, the receiver displayed a firmware error. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.